Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number: (B)(4). Event occured in united states. It was reported that the patient faced high blood glucose level event and eventually got hospitalized on (B)(6) 2026. The blood glucose level was 600 mg/dl. No further information is available.